Event description:
The initial information received was described as follows; the power supply or the ultrasonic board needs to be replaced. Then on (B)(6) 2013, additional information changed this complaint to a MDR. The power supply or the ultrasonic board of the cusa excel console was reported to have malfunctioned during a liver resection. The hand piece alarmed three times during the surgery, but the system was not in use "with the patient" so to speak, but the pt was anesthetized and the procedure was delayed an hour until the hospital could locate another unit. The pt did not incur an injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported information.